Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 4 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 50 was recorded at 04:04:35 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 03:59:35 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 52 was recorded at 06:19:37 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of 41 to 52 mg/dl were recorded at 06:39:35 am to 06:49:35 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 46 mg/dl were recorded at 07:04:35 am to 07:24:35 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 06:19:37 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 01:34:36 am to 03:34:36 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 01:34:36 am on (B)(6) 2020. A user initiated tubing fill of size 10.18 units was observed at 6:19:34 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 9:46:12 pm date: (B)(6) 2020 iob: 5.38; time: 10:26:26 pm date: (B)(6) 2020 iob: 0.17. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 45 mg/dl was entered into the pump by the user on (B)(6) 2020 at 10:40:40 pm. Continuous glucose monitor (cgm) value of 45 was recorded at 10:39:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 10:34:37 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.